Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, failure analyses observed surface scraping on one side of the tube. The surface finish is rough and the color of the tube is gray at the damaged area. This site has previously returned bent cannulas which were the likely cause of scraping.

Event description:
It was reported that the shaft of the prograsp forceps began splintering. It was reported that no components had fallen off into a pt. No add'l info has been provided. No pt harm, adverse outcome or injury was reported.